Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 396 mg/dl, 524 mg/dl and 392 mg/dl. The customer was declined troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that high blood glucose, customer was at the hospital because of covid, unable to do manual shot, wants to know how to deliver insulin using bolus wizard. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.